Event description:
It was reported that the patient experienced chest pain post implant. An echocardiography was performed, which revealed perforation and pericardial effusion. On (B)(6) 2015, the ventricular lead dislodged exhibiting loss of capture. The lead was repositioned; later, it was noted that the lead exhibited loss of capture due to perforation. The lead was explanted and replaced on (B)(6) 2015. The patient was stable and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).